Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges service required. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was not reproduced, post reboot unit fails, the pca is burned, reusable pollen filter contaminated, and blower contaminated. The device was routed to scrap. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.